Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer reports that the catheter is cracked above the hub. The catheter was implanted on (B)(6) 2010 and removed on (B)(6) 2013. There was no pt injury or ill effect.